Manufacturer narrative:
Per software investigation, this is not an issue with the spine software but appeared the surgeon had misinterpreted what navigation was telling him.

Event description:
A medtronic rep reported during a spine case while using a demo s7 and the o-arm sys, the surgeon felt inaccurate on the left side, but not the right side of the pt. The surgeon opted not to use navigation for all of the screws. No impact on pt outcome reported.